Manufacturer narrative:
Date of birth - requested, not provided. Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bleeding occurred at the femoral puncture site following deployment of a 6f angio-seal vip vascular closure device .this was a right femoral artery puncture. A hematoma was present. Manual compression was used to achieve hemostasis. The reported blood loss was less than 250 cc. The operation was finished successfully and the patient's physical condition is stable. Additional information was received on 4/25/2018: this event occurred during a percutaneous coronary intervention. There was no difficulty with arterial access. There was not a pre-deployment angiogram performed. There was no difficulties with use of the device, insertion, deployment, or withdrawal of the device. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. During the procedure, the patient received blood-thinning medication. Testing was not performed to diagnose the bleeding. The anchor was not set well and the puncture site was injured during the procedure.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 5/16/2018: it was reported that the procedure was to the right femoral access using 6fr sheath.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.